Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-04033. Investigation is ongoing.

Manufacturer narrative:
The device was returned for evaluation. During visual inspection, a liner appeared to be torn, approximately 6.5'' in length starting at the distal tip. A liner strand was present, approximately 2.5'' in length starting at the distal tip. A second liner strand was present, approximately 0.5'' in length starting at the distal tip. This strand appears thin (unable to take a dimensional measurement). Two tears were present on the strain relief. The first is approximately 1.25'' proximal to the strain relief. The second is approximately 1'' proximal to the strain relief. Strain relief was stripped to reveal no abnormalities under the strain relief. A slight kink was present, approximately 0.25'' from the comnut. The tip opened as designed. Scratches were observed on sheath shaft around location of liner tear. Due to the condition of the device (liner torn, liner strands, fully expanded/opened), no functional testing was able to be performed on the returned device. The liner thickness was measured along the length of the liner tear and strand. A sheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. All liner thickness measurements met specifications. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history reviewed was performed and revealed no other complaints relating to the applicable complaint codes. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was received of the patient's anatomy. Tortuosity and calcification present in the patient's access vessels. Edwards has provided the guidelines / instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Regarding the resistance experienced between devices, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for ''difficulty introducing delivery system through sheath, resulting in procedural delay,'' which occurred this event. Additionally, a corrective action preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in the control phase. The complaints were confirmed through evaluation of the returned device. No manufacturing non-conformances were identified from device evaluation. A review of lot history, complaint history, and DHR showed no indication that a manufacturing non-conformance contributed to the complaint event. Review of manufacturing mitigations showed that inspections are in place to detect the issue during manufacturing. No IFU/training manual deficiencies were identified. As reported, ''when trying to deliver the ds+valve through the sheath it stucked about halfway of expandable part of the sheath, in the area of external iliac artery and the sheath kinked''. Per the follow-up information and corroborated by review of 3mensio, ''patient vessels were calcified and very tortuous''. Per the procedural training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. If excessive manipulation was used to overcome the resistance, it is possible for the sheath to kink these patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, resulting in bent valve struts. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistant and procedural factors (high push force) may have caused the sheath to kink. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have led to the crimped valve to interact with the sheath along with the patient's access vessel calcification, leading to the observed liner tear and strands. As no damage was observed under the strain relief, it is likely that interaction with calcification caused the strain relief damage. Available information suggests patient (calcification) and procedural factors (valve strut interaction with liner) contributed to the complaint events.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case in a patient with a very difficult anatomy with calcified and tortuous vessels in the area of the femoral artery, the common iliac artery, and two large aneurysms in the abdominal aorta. The wire route was difficult to create and they used stiff wires and also backed up those with second wires. Sheath insertion was surprisingly easy, but when trying to advance the delivery system and valve through the sheath it got stuck about halfway in the expandable part, in the area of the external iliac artery and the sheath 'kinked'. After several tries the decision was made to stop the procedure. The devices were removed together and the access site was closed. The procedure was aborted. The patient was ok without any injury after procedure. As per medical opinion, the event was related to the patient's anatomical conditions. During pre-decontamination evaluation of the returned devices, damage to the sheath was noted including a liner strand.